Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) device displayed multiple error messages including pg shorted lead and low shocking impedance.